Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that a molecular false positive with c. Tropicalis occurred with one bottle. No patient impact. The following information was provided by the initial reporter: " customer reports bactec bottle has molecular false positive with c.trop."

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Manufacturer¿s instructions for use. Complaint is unconfirmed.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that a molecular false positive with c. Tropicalis occurred with one bottle. No patient impact. The following information was provided by the initial reporter: " customer reports bactec bottle has molecular false positive with c.trop."